Event description:
Info received indicates, during a preventative maintenance check, the tech found the brake would set but "pop" out of brake when the bed was bumped from the side.

Manufacturer narrative:
The tech found the detent mechanism was cracked/broken. He replaced the detent mechanism to repair the bed.